Event description:
On 7/9/99 it was reported to oec med systems that a model 9400 mobile c-am x-ray stem had product uncommanded x-rays. When the operator released the x-rays. The operator disconnected the suspect hand switch and was able to complete the procedure. Oec field engineer determined the hand switch was damaged. The fse replaced the hand switch. The system was tested/inspected and returned to current specifications. The hosp reported no adverse event, death, or serious injury.